Event description:
The customer opened a box of contour test strips and one of the bottles was already open. No adverse event was alleged. The customer was asked to return the strips for investigation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer strips were returned. They read an average of 24mg/dl high out of spec. The high results were most likely due to the strips being exposed to a moist environment due to the open cap of the bottle in the sealed box. The retention lot# gave satisfactory performance.